Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2400mcg/ml fentanyl at an unknown dose, and 20mg/ml morphine at an unknown dose via an implantable infusion pump for spinal pain. It was reported that the pump placement bothered the patient so they moved it up 5 inches. No additional information was reported. No further complications were anticipated/reported.